Event description:
It was reported that the patient had a loss of left back stimulation and experienced new pain. The patient had reprogramming done. The patient experienced a loss of stimulation/therapeutic effect. The patient¿s status at the time of report was alive with on injury. The patient had experienced pain at the low back and left hip. The cause of the event was not determined. No additional troubleshooting or interventions were attempted. The patient was to have an MRI soon. It was unknown how the patient was doing and the patient was not receiving effective therapy. Later the doctor confirmed that the leads had slipped lower, explaining the loss therapy. A revision was to be planned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).